Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to tip foldover and verbal perception problem. The patient was re-implanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on july 18, 2023.